Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the middle insulation had breached metal ion oxydation (mio). It was noted that there was blood/body fluid on several conductors (not obstructed), the inner insulation had cosmetic metal ion oxydation (mio), the outer insulation had cosmetic metal ion oxydation (mio), there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the middle insulation had breached metal ion oxydation (mio). It was noted that there was blood/body fluid on several conductors (not obstructed), the inner insulation had cosmetic metal ion oxydation (mio), the outer insulation had cosmetic metal ion oxydation (mio), there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.

Event description:
It was reported that the lead had sensing difficulties. The lead was explanted and replaced. No patient complications have been reported as a result of this event.